Manufacturer narrative:
A5 and a6 are unknown. The impella passed all post sterile inspection checks. The pump was not returned for investigation. The cause of the hemolysis issue was not determined without returned product or sufficient clinical information including data log.

Event description:
It was reported that a patient implanted with an impella cp experienced hemolysis and shock. In response, the p level of the pump was lowered. Later, the patient was successfully weaned from the pump and survived.